Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified popliteal artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured in a pinhole form upon first inflation at 10 atmospheres for 30 seconds. The device was removed without any problem using the normal method, and the procedure was completed with different device. There were no patient complications as a result of this event, and the patient weas in good condition post-procedure.

Manufacturer narrative:
Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.